Manufacturer narrative:
(B)(4). Physio-control advised the customer to remove the device from service and obtain a replacement. It was later confirmed by the customer that the device has been permanently removed from service and that they will obtain a replacement unit. The device has not been evaluated by physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not remain powered on. When the device power button was pressed, the device powered on and displayed a service indicator and then turned back off. There was no patient use associated with this event.